Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 414 mg/dl. Customer was not monitoring blood glucose readings and customer did not use a meter or sensor and did not put blood glucose readings into insulin pump. Customer was advised to contact healthcare professional regarding settings. Customer declined troubleshooting for high blood glucose.